Manufacturer narrative:
The reported event of failure to sense and noise could not be confirmed. As received, a device was returned for analysis. Final analysis did not identify any anomalies.

Event description:
Additional information noted that the patient was in stable condition post procedure.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the patient's implantable cardiac monitor exhibited noise and failure to sense. The reported device was explanted and replaced on 8 mar 2023. The patient's condition was unknown.